Event description:
It was reported to medtronic minimed that the customer experienced damage (physical/cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. No harm requiring medical intervention was reported. It is unknown that if the customer will discontinue the use of the device. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the back of the pump. Moisture damage was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Blank display was confirmed during testing due to moisture damage on the electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.